Event description:
It was reported that this pacemaker exhibited loss of capture (loc), which was seen on an electrocardiogram (egm), showing two beats of loc. It was noted that the patient had taken a fall, and that the week before the fall, the device check was normal and that the settings were fine. Technical services (ts) were consulted, and a ts representative indicated that the events correlate to a programmer session. An atrial tachy response (atr) episode was also seen on the egm and had been ongoing and ended at the time of the test on (B)(6), which is when the loc was observed. The atr restarted after the test, and then the subsequent test ended the event. The ts consultant indicated that this is normal device operation. The field representative provided additional information indicating that the two beats of loc did not correlate to the patent's fall, but that it occurred on the same day, but not at the same time. Additionally, the loc events had been stored events recorded as atr episodes in which the patient was not symptomatic. It was also noted that all lead testing is within normal range. This device remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.